Manufacturer narrative:
The ipl handpiece is provided with removable filter for each wavelength. Users are cautioned in the instructions and labeling to ensure the appropriate filter is placed on the ipl handpiece prior to use.

Event description:
The ipl handpiece was activated on the arm without a filter attached. A burn with blistering resulted.